Event description:
It was reported that during testing a washer was missing found to be missing from the device not allowing it to tighten. No patient involvement or procedural delays were reported with this event.

Event description:
It was reported that during testing a washer was missing found to be missing from the device not allowing it to tighten. No patient involvement or procedural delays were reported with this event.